Manufacturer narrative:
Product event summary: one controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. However, during log analysis, it was noted that the date and time stamp was incorrect. Supplemental testing shows that a defective bt2 provoked the real time clock reset to zero. A reset to zero of the real time clock has no impact on normal functionality of the controller. This observation is not related to the reported event. The battery associated with this complaint ((B)(4)) was removed from service, quarantined, and destroyed in accordance with the requirements of fsca apr2014.1 (FDA ref # z16072001; (B)(4)) and is therefore not available for analysis. The root cause cannot be conclusively determined; the controller passed bench testing. The battery was not available for analysis. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 1.0, battery /(B)(4)/ model #:1407de/ expiration date: unk, UDI #: asku, return date: 2015-08-11. Mfg date: unk. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that beeps were detected from the controller while fully charged batteries were connected. Also, a battery was unable to be correctly connected to the controller, and a high priority alarm sounded when that same battery was changed. The sound disappeared when that battery was reconnected again to the controller. The battery and controller were exchanged. No patient complications have been reported as a result of this event.